Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient had been at school, so the mother was not with him and does not know of any symptoms before the event. He had convulsions later at home when he was with his parents and they took him to the hospital by car. No treatment was provided by the parents, the cgm and bg values were not checked, and emergency medical services (ems) was not called. At the hospital the cgm was reading 255 mg/dl but the bg was 501 mg/dl. He was treated with IV fluids (¿sugar water¿) and insulin from his t:slim pump; he was kept for a day during which he slept, and then was discharged the day after admission. At the time of the report he was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.